Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer was able to complete the fill process without changing pump supplies. Customer's blood glucose was 199 mg/dl.